Event description:
It was reported to gems that a pt was pinched between the table and the top of the gantry bore. The pt was not injured; pt's chest was only touching the top of the bore. The table elevated to the maximum height without any up/down command. The operator pressed the emergency stop switch at about the same time the table reached its maximum elevation. The "fe" was unable to reproduce the event. The system was thoroughly checked out by the "fe", including replacement of the tgp sub-board, and the event has not reoccurred.